Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
If was reported that during the sleeve gastrectomy procedure that during the third firing of a sleeve gastrectomy staples on the specimen side of the sleeve did not fully deploy. The defect was closed w/ suture and there was no additional patient impact. The surgery was delayed by five minutes and was successfully completed with no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the reported event for the device reported incomplete staple line. This is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show the device jaws with a green reload loaded, it was observed the right side fully fired, the left side partially fired and the staples can be seen protruding. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: na. Device history batch: na. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.